Event description:
It was reported that, "nipple of screwdriver broke off. Unk whether it happened in operating room or during wash. Scrub tech noticed and passed off the sterile field and handed it to me."

Manufacturer narrative:
Method: complaint history analysis, DHR review, risk assessment, visual inspection. Results: this is the first compliant for this catalog number, however, there have been 33 similar complaints on the similar standard reflex-hybrid final tightening screwdriver. The DHR was reviewed for this lot and no deviations were reported. The locator-tip on the distal end of the screwdriver was confirmed to be broken. The fragment was not returned. In this case there were no reports of any adverse events occurring from this malfunction. Conclusion: the distal tip deformation is most likely the result of user-error. The failure can occur if the instrument is not correctly inserted into the screw-head during final tightening or screw removal and pivoting or cantilever forces are applied.